Event description:
It was reported to covidien on 12/2/2011 that a customer had an issue with a gastro intestinal tube. The customer reports that after the tube was inserted, they listened for air and heard none. The tube was pulled and the end was noted to be jagged. It was then discovered that the tip of the tube had broken off, roughly three inches below the 10 mark, and remained inside the pt. The tip of the tube was unable to be retrieved from the pt, as the pt expired that same day to unrelated health conditions.

Manufacturer narrative:
Submit date: 12/2/2011. An investigation is currently underway. Upon completion, the results will be forwarded.